Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced insulin flow blocked alarm event on (B)(6)2026 due to off label insulin. The blood glucose level was high and the patient was treated with correction bolus via pump.